Event description:
Pt experienced right intra-trochanteric fracture and was treated with trochanteric nail implant. Pt complained of increased pain approx three (3) months post op; follow up x-ray showed broken nail. Surgeon removed the hardware.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested for the subject device.